Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after feeling a vibratory alert. Upon review, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Programming changes were made on (B)(6) 2017. Patient is in stable condition.